Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per the event details, ¿patient stopped charging about a year into having the device (approximate date on (B)(6) 2017)." According to the review of protege IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ per 56-0258 documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging their implantable pulse generator (ipg) and the device became inoperable. Patient underwent surgery wherein the device was explanted. Patient is stable.